Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 31mm amplatzer amulet was chosen for implant.with sizing based on ice measurements. The procedure was performed using ice and fluoroscopy, and visualization of the appendage anatomy was noted to be difficult. Five minutes after device release, it was observed that the device had embolized; the embolization was immediately apparent upon release and visualized on ice, after which tee was brought in to assist with retrieval. The device had completely dislodged from the intended implant site and remained within the left atrium (la). The operator believed the embolization was due to inability to adequately visualize the appendage prior to release in the setting of challenging anatomy. No peri-device leak was identified around the lobe during the procedure. The embolized device was stabilized in the la and successfully retrieved using a snare. The patient experienced a retroperitoneal bleed, which subsequently resolved, but there were no reports of obstruction or blockage of blood flow from the embolized device. The retrieval was considered an emergency procedure to prevent potential permanent impairment or death.